Event description:
It was reported that the user experienced a severe low blood glucose event while asleep, with a lowest reading of 56 mg/dl on a freestyle cgm and confirmed by glucometer, and treated with oral carbohydrates (sunny d), with the low lasting approximately 15¿20 minutes; the cause was unclear. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication/carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.